Manufacturer narrative:
The blade subject to this event was not returned to the manufacturer for evaluation. However, it was reported that the wrong size blade was incorrectly used in the cutting block. Investigation results indicate that this may a use error, but this cannot be confirmed. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the surgeon used a 137 thickness precision blade which got stuck in the stryker cutting block. It was also reported that the blade broke when the surgeon tried to remove the blade from the cutting block. It was further reported that the nurse had given the surgeon the wrong size blade, there were no further issues when the correct 127 thickness blade was used. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.